Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a side unspecified rupture. The status of the device is unknown.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d1, d2a, d2b, d4, h4.

Event description:
Healthcare professional reported left side rupture. Device has been explanted and replaced with non-allergan brand. It has been determined that the device associated with this complaint is not PMA approved. This record is no longer reportable to FDA and will be un-reported.